Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed for insulation but not for the handle. Cracks were seen on the insulation. The handle was inspected for damages. None were seen. The insulation was tested for cracked/damages. The insulation failed the insulation integrity test. The probable root causes for insulation are user misuse, improper sterilization methods, or normal wear. The probable root cause for the handle is user error. In sum, the product was returned and the failure mode was confirmed for insulation, but not for the handle.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.